Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as non-compliance to sterilization technique. The same day as the onset of peritonitis; the patient was hospitalized for the event. On an unreported date the patient began treatment with unspecified antibiotics. Six days after event onset, the patient passed away. The cause of death was due to septic shock. Treatment for septic shock was not reported. It was not reported if an autopsy was performed. The peritonitis was not resolved prior to death. Dianeal therapy was ongoing prior to death; however, it was not reported if the patient was performing therapy at the time of death. No additional information is available as the reporter declined to provide further information.